Event description:
During the procedure, the physician found the j-tip guidewire was bent. No patient harm. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4) the customer returned a single guide wire assembly for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have a kink, a bend, and an offset coil towards the distal end of the body. The distal j-bend was misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The bend in the guide wire was located 659 mm from the distal tip. The kink in the guide wire was located 674 mm from the distal tip. The overall length of the guide wire measured 684 mm which is not within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.85 mm which is not within the specification of 0.788-0.826 mm per guide wire product drawing. Since the guidewire did not meet the specifications, this indicates that either the incorrect guide wire was returned or the incorrect product code was reported by the customer. The returned guide wire was advanced through a lab inventory 18ga needle and ars with minimal resistance. Resistance was only encountered at the kinked portions of the guidewire. A manual tug test confirmed the distal and proximal welds were fully intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with the kit desc ribes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. Visual examination revealed a kink, bend, and offset coil on the guide wire body. However, the guide wire did not meet the overall length and outer diameter specifications for the guidewire supplied in the finished kit part number reported by the customer, indicating that either the incorrect sample was returned or the incorrect product code was reported. A device history record review performed based on a potential lot identified from sales history did not identify any manufacturing related issues. However, the probable cause of the guide wire damage could not be determined based on the discrepancy between the customer reported kit number and the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During the procedure, the physician found the j-tip guidewire was bent. No patient harm. The device was replaced. The patient's condition is reported as fine.